Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6fr angio-seal vip device was returned for product evaluation. The device was returned with the hemostasis sheath, tamping tube, and carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed there were no anomalies were noted with the hemostasis sheath. The collagen was found stuck into the hemostatic valve. The carrier tube assembly was separated into two pieces. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a slight bend in the distal left leg of the deployment sleeve. This is consistent with the deployment sleeve being forcibly removed from the hemostasis sheath hub. Functional testing was performed. The tensioner was removed to determine if suture lockup had occurred. Several turns of suture were present within the plastic tensioner. No gross anomalies were noted with the tensioner. A pair of tweezers was used to pull on the suture. When force was applied to the suture, the tensioner operated normally releasing the suture. No functional anomalies were found. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the physician and the rt noted that the angio-seal device pulled out of the artery and failed to grab hold of the artery to complete closure. The physician stated that he inspected the sheath and the device to locate the foot plate, collagen and suture were intact and not in the patient. To his knowledge this was not an issue from a needle stick, diseased arteries, or operator error. The bypass tube was flush in the valve before starting to push the device into the sheath. The patient was in stable condition. There were no issues from the failed deployment. Manual pressure was held, and the procedure was successful. Additional information was received on february 13, 2019. A 6fr sheath was used during the peripheral case.